Event description:
A customer reported that erroneous, low phosphorus (phosm) results were generated on a unicel dxc 800 synchron system for three patient samples over two days. This report is one of two and represents the erroneous, low phosm result generated for one patient on (B)(6) 2011. The initial erroneous phosm result was below the assay's normal reference range. It was reported out of the laboratory; however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument, the repeat result was higher, above the assay's normal reference range, and considered valid. The instrument phosphorus quality control (qc) results during the time frame of, and after, the event recovered within the customer's established specifications; however, qc results prior to the event were four or more standard deviations below mean values. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) replaced the old style stirrer motor with the new brushless style. The fse calibrated the lamp and module without any issues. Instrument assay controls and precision were within specification. Upon completion of necessary repairs the instrument was returned into service. Mdrs associated with this event: 2050012-2011-06970, 2050012-2011-06971.